Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the starclose se device was being used in an area of calcified plaque. It should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral artery angioplasty interventional procedure. A blunt dissection was carefully performed by operator at start of the procedure as recommended per instructions for use (IFU) but limited by nature. Reportedly, all steps went well; however, the device did not achieve hemostasis. Manual arterial compression was used to achieve hemostasis. It is believed the pre-existing blunt dissection and calcification might have been possible causes for not achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.